Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining experienced a large decrease over the course of five weeks. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining experienced a large decrease over the course of five weeks. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of premature discharge of battery.